Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.the device history record could not be reviewed as the lot number was not reported.

Event description:
This case is related to 2135225-2018-00053. This spontaneous report was received from a registered nurse at a physician's practice and concerns a (B)(6) female patient who was injected with two 1.5cc syringes of radiesse(+) on (B)(6) 2018 for cheek and jawline recontouring indications. Medical history positive for botox, multiple fillers, and silicone implants in the lips. Concomitant medications not reported. The patient traveled via airplane one day post injection. The patient wears a lot of makeup and was advised to not wear makeup for 24 hours post injection, but patient applied makeup immediately and was "on the beach" after injection. Two to three days post injection, the patient experienced swelling, discomfort, inflammation, and pustules (previously reported as mottling). On an unspecified date, the patient presented to the emergency room and was diagnosed with an infection. She was started on an unspecified antibiotic. Causality reported as unknown. Lot number unknown at time of report. Outcome reported as improving.

Event description:
Follow up information was received from the reporter on 11-jan-2019: the patient's initials and weight were provided. Medical history reported as none. Concomitant medications reported as none. On (B)(6) 2018 the patient developed swelling, redness, and mild edema of the face. Treatment as previously reported. Causality reported as related. Lot number reported as 100107455, which corresponds to radiesse(+). Outcome reported as resolved on (B)(6) 2018.

Manufacturer narrative:
The device history record for radiesse(+) dermal filler lot 100107455 was reviewed. A lot search was conducted on the reported lot and other similar events were noted. No non-conformances were noted that would have contributed to this event.